Event description:
Additional information revealed that the patient underwent surgical intervention wherein the system was explanted and replaced with a competitor system.

Manufacturer narrative:
The report of high impedance was confirmed. Analysis of the returned lead found a kink on the outer tubing where all internal wires were broken. The fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.

Event description:
It was reported that the patient's lead had 4 out of 8 contacts with high impedance, causing ineffective therapy. In turn, surgical intervention may take place to address the issue.